Event description:
On 04/16/2007, the company received a report, where it was claimed that, the tube was chipped on the inner ridge. The caller reported that this was discovered during patient use. Replacement of the tube was required. The caller reported two occurrences.